Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation: a retained sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak/force/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, it was reported to animas that a loss of prime event had occurred 3 or more times with the cartridge. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The device was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.